Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer receiving a replace battery now alarm without receiving a low battery alert prior. It was reported that insulin pump began to vibrate after battery change. Battery cap was fine. Customer's blood glucose was 82 mg/dl. Troubleshooting was performed and customer was advised that insulin pump would need to be replaced.